Event description:
During a balloon angioplasty a small segment of the distal ptca guidewire broke off. Attempts at retrieval were not successful. The tip was left in-situ and was successfully stented against the wall of the left main coronary artery.